Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed indentations from digging into skin under the lifevest equipment. Patient described the area as marks/ indentations. There was no alleged device malfunction contributing to the irritation. It was reported that the patient passed away. There is no indication that the lifevest caused or contributed to the patient¿s passing. The outcome of the irritation is unknown as follow up attempts were unsuccessful. Reporting out of the abundance of caution.